Manufacturer narrative:
Product ID 3889-28, lot # v128376, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer.

Event description:
It was reported that the patient was in a motor vehicle accident (mva) on (B)(6) 2012. It was stated that the patient was hit by a car on her right side (same side device was located). The reporter stated that she did not go to her health care professional (hcp). It was noted that since the accident, a return of urgency and painful urination was observed. It was also noted that the patient had "accidents" (implied not making it to the restroom in time). The patient was on program #4 at 4.1 volts. Additional information received reported no concerns regarding the patient's device or therapy. However, the patient had concerns regarding communication with the manufacturer representative, as it took a week for a response. The patient outcome was unknown. Any additional information received will be included in a supplemental report.